Event description:
Per the clinic, the patient experienced scalp tenderness and pain above the implant site. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.